Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user had not been using the ilet for several weeks while using another insulin delivery device, then attempted to reconnect to the ilet without any available cgm sensors and could not use the system, after which the user sought hospital care for elevated glucose; a 500-series ilet alert was noted. Symptoms included hyperglycemia. Outcomes included medical intervention at a hospital. Investigation included review of available case communications and troubleshooting and education with the user. Investigation of this case revealed no device malfunction was confirmed, and use without a connected cgm prevented insulin delivery per system design, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.